Event description:
The account alleged that the head will not rise. He stated the manifold runs but no head up. The account has replaced the coil and valve but the issue remains.

Manufacturer narrative:
Repairs have not been completed.